Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, the right ventricular lead exhibited failure to capture and poor sensing. Once a chest x-ray was performed, the lead was seen to be dislodged due to twiddlers syndrome. The lead was explanted and replaced, and there were no patient consequences.